Event description:
It was reported by the customer that an bd pyxis¿ medstation¿ es was unable to pull orders. No error messages were displayed, but medications appeared greyed out and could not be selected. A change was made in the cce configuration intended to affect only outbound messages, yet the customer reported that it impacted order pulling at specific stations. No issues were found in the cce configuration. All stations are profile-enabled. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to pull the orders. A technical support specialist confirmed with the customer that there was no issue with the station. The system functioned as intended.